Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The patient had no adverse consequences.